Manufacturer narrative:
Adc has investigated this complaint. The sensor serial number reported in this complaint is unknown; therefore, the related tripped trend reports were reviewed. A trend was identified between september 2021 ¿ march 2022. The trend concluded that there was no product related issue. A review of potentially related complaint investigations identified an issue for which an action was taken in the field, related to specific sensors which did not meet product design specification and may produce high readings that are not clinically acceptable. These specific lots were distributed to canada, japan, saudi arabia, and the united kingdom markets beginning august 2022 (distribution after the identified tripped trend). However, as the serial number is unknown, it is not possible to confirm if this complaint is related to the action taken in the field. The date the incident occurred is unknown. The date entered is the date abbott diabetes care became aware of the event. The device manufacturing date is unknown. The date entered is the date abbott diabetes care became aware of the event. No further investigation actions are required as this issue is confirmed to fa1004-2023. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported receiving high glucose readings from an abbott diabetes care device. There is a known issue for high readings, addressed by adc fa1004-2023 and a report is therefore being submitted. The impacted product associated with this complaint has not been distributed in the us. Impacted product was distributed to canada, japan, saudi arabia, and the united kingdom. Adc field action fa1004-2023 was issued only to impacted countries. There was no report of death, serious injury, or mistreatment associated with this event.